Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report indicates: blank section d10 returned to manufacturer on, of the initial medwatch report should indicate: 02/14/2019.

Event description:
The customer contacted physio-control to report that their device it locked after shocking into a test load during the daily user test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The batteries and the ac power were removed in order to power off the device. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device it locked after shocking into a test load during the daily user test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The batteries and the ac power were removed in order to power off the device. There was no patient use associated with the reported event.

Manufacturer narrative:
After further review, physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the engineering evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated their device and verified the reported issue. The batteries and the ac power were removed in order to power off the device. After powering the device back on, the reported issue could not be duplicated. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device it locked after shocking into a test load during the daily user test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The batteries and the ac power were removed in order to power off the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. A technical service update was performed on the device, and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The symptoms reported are consistent with an issue with the field programmable gate array component (¿fpga¿) on the system pcb assembly. However, the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device it locked after shocking into a test load during the daily user test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The batteries and the ac power were removed in order to power off the device. There was no patient use associated with the reported event.